Event description:
Pt is a type 1 diabetic. Received a onetouch ultra mini meter #sn (B)(4) from his doctor's office in (B)(6) 2012. Gradual signs started - mood swings, weight loss, severe cramps, confusion, etc. Several visits to doctors and 3 ER trips. Finally 1 ER doctor tested his meter and it was showing 147 when it was actually 447. Pt was in dka and low potassium. Bought a different meter and pt's health is improving now.